Event description:
Procedure type: unknown. According to the reporter: the trocar seems leak, and balloon would not inflate correctly. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4).